Manufacturer narrative:
Concomitant medical product: d314drg ICD implanted: (B)(6) 2011.

Event description:
It was reported that the patient presented due to a shock from their implantable cardioverter defibrillator (ICD). The patient had been in atrial fibrillation (af) at the time with the ICD initially withholding therapy with wavelet but the rhythm became too fast. It was also noted that there was high superior vena cava (svc) lead impedance on the patient's right ventricular (rv) lead. Two months previous there had been a svc lead impedance warning for high impedance and the lead impedance warning had since been programmed off. Follow-up determined there were no changes made and the ICD and rv remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.